Manufacturer narrative:
The reported events of inappropriate shock and over-sensing were not confirmed. The reported event of unable to extend helix was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead had dislodged and led to oversensing and inappropriate therapy. The dislodgement was confirmed with an xray. The physician attempted to reposition the lead but the helix would not extend. The lead was explanted and replaced. The patient was in stable condition.